Event description:
It was reported that the patient presented with premature battery depletion of their pacemaker. The pacemaker was explanted and replaced. The patient was asymptomatic and in stable condition throughout.

Manufacturer narrative:
This MDR report product is for an ous event identified as same/similar during a retrospective review as a result of abbott¿s investigation.